Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an inaccurate high issue with his one touch ultra meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue happened several times with the subject meter beginning on an unspecified day in (B)(6) 2011. He recalled obtaining a high result of "290 mg/dl" on the subject meter, which he immediately treated with 5u of humalog. The patient stated that he manages his diabetes with humalog insulin (sliding scale) and due to the inaccurate high issue he continued his usual insulin treatment based on the meter's results. He claimed that approximately 5-10 minutes later after self treating with insulin he felt "very weak, shaky and nervous" and because he associated those symptoms to low glucose levels, he self treated with a lozenge to feel better. He could not recall testing with the subject meter at that time. On an unspecified day in (B)(6) 2011, he stated taking his meter to the doctor's office and obtained a result of "258 mg/dl" on the subject meter and "162 mg/dl" on the doctor's meter, done less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reported on an unspecified day, one month prior to contacting lfs, his son drove him to the emergency room (ER) because, he was having some non-diabetes related symptoms (did not want to specify), his glucose was tested with an ER meter and a result of "42 mg/dl" was obtained which reportedly had to be treated with a glucagon injection. The patient could not recall what kind of results he had obtained with the subject meter on that day. He stated being hospitalized due to his other condition (would not disclose) and was discharged the next day after testing "152 mg/dl" on their hospital meter. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and was using an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.